Event description:
Complaint description states that the center bolt on a universal sling bar 450 sheared off during transfer of a pt. No injury alleged.

Manufacturer narrative:
A supplementary report will be submitted when the sling bar has been returned to the manufacturer for evaluation.